Manufacturer narrative:
The device, used in treatment was not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms this case reported a *literature case* in a scientific publication, by zhang from 2018. Per communications, it was reported a patient presented deep wound infection beneath the fascia requiring surgical revision and a cutaneous or subcutaneous infection requiring antibiotic therapy, respectively. However, without the requested relevant clinical information a thorough medical investigation cannot be rendered. Should any additional medical information be provided, this complaint will be re-assessed. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
In a scientific publication, zhang 2018, "optimizing stability in ao/ota 31-a2 intertrochanteric fracture fixation in older patients with osteoporosis" it was reported that a patient presented deep wound infection beneath the fascia requiring surgical revision and a cutaneous or subcutaneous infection requiring antibiotic therapy, respectively.